Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. No auto mode anomaly noted during testing. The pump was received with a cracked case at battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, and stained serial number label. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, and motor home switch. The test p-cap locks properly in place in the reservoir compartment noted. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Alarm-lb27-auto mode repeated bg request not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer reported the differences in the sensor glucose and the blood glucose event. The sensor glucose was 50 mg/dl, and the blood glucose value was 197 mg/dl. The customer reported the calibration not accepted. The customer reported physical damage. The customer experienced hypoglycemia. The event involved product(s) mmt-1886. Troubleshooting was not performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. Troubleshooting was not performed for the low blood glucose. No further patient complications were reported. . The customer was instructed to discontinue device use. Mmt-1886 was requested, and the customer's response was that the device would be returned.